Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1342 st jude lead, (B)(6) 2000. (B)(4).

Event description:
It was reported that a remote monitoring transmission was sent and there was a high threshold on the left ventricular (lv) lead. It was noted that there was a large increase after the high threshold had been measured. The lead remains in use. No patient complications have been reported as a result of this event.